Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery at t12 due to primary osteoporosis. Intra-op, the balloon ruptured during inflation. There was a delay of less than a 60 minutes in overall procedure time as a result of this event. No any fragment of the balloon remaining in the patient. No patient complications were reported due to this event. Update (B)(6) 2019: after the balloon was inflated, it was broken after removing the stylet. The new one was not opened, and the rest one balloon was used.